Manufacturer narrative:
The device was received by the manufacturer for investigation. No signs of leaking fluid were seen. The device passed all performance tests. A clean, lube and adjust was performed and the device was returned to the account.

Event description:
It was reported that the device was leaking a black liquid. The condition of the device was discovered in central sterile, there was no patient involvement. There are no allegations of adverse consequences associated with this event.